Event description:
It was reported that stent fracture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal anterior descending coronary artery. After a 5f non-bsc guide catheter and a .014 non-bsc guidewire were crossed the lesion, a 38 x 4.00mm promus premier drug-eluting stent was implanted. However, the stent was fractured upon post dilation of a 4.5x15mm nc emerge balloon catheter. Subsequently, a 4.5x28mm rebel stent was deployed adjusted to the ostium of the left anterior descending artery and the procedure was completed. No patient complications were reported.